Manufacturer narrative:
Section d4: the lot number has been updated to 102719 as this is the correct suspect device.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 18 mg/dl and 100 mg/dl.